Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized low readings, high blood glucose, battery cap cracked and damage from the insulin pump. The customer's blood glucose reading was 32 mg/dl during hospital visit. The customer passed out and her husband had to call an ambulance. The customer was not in an accident. The customer stated that the battery cap will not come off and there is a crack along the side of the battery compartment. The customer stated that she had high and low readings all over the place. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with stripped battery cap coins lot, cracked battery tube threads, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.